Manufacturer narrative:
The device was not returned. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a patient had developed a hematoma following an implant procedure. The patient had used a blood thinner 3 days after surgery. The site was drained and the nevro system was not explanted. The patient has since recovered without sequelae.